Event description:
The customer reported to olympus that the device was not displaying the ultrasound image. It is unknown when the malfunction was identified. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the ultrasound image was lost due to ultrasound probe breakage, ultrasound cable disconnection, the guide tube covering the flexible shaft became caught with the probe during rotation, increasing the viscosity of the lubricating oil, the failure of the encoder (nesa unit), the failure of the motor, the failure of the circuit board, or an abnormal connection of the ultrasonic cable connector electrical contact. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspection of the endoscopic system. Warnings and cautions or precautions. Storage of the ultrasonic cable." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.